Event description:
Allegedly revision due to a primary anca-fit femoral head and ceramic insert due to shattering of the ceramic femoral head. The head was replaced with a cobalt chrome head diameter 28mm and the insert liner replaced with a polyethylene cup with 10 degree offset. The pt was walking when an anomaly to the hip occurred, no history of falling onto the affected side.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. This report will be amended when the investigation is completed. Trends will be evaluated. This event occurred in another country, and the product was manufactured in other country.